Manufacturer narrative:
The caller stated that the touchscreen locked up intermittently, even after device was calibrated. The remote service engineer (rse) reported that the customer was informed that the touchscreen or user interfacei pinted cicuit board may be faulty. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for additional details regarding the resolution; however, no response was provided. Unable to determine if the customer's issue was resolved. It is unknown if the issue occurred while in clinical use. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided.

Event description:
The customer reported the touchscreen locks up, even after calibration. The unit was not in use, and there was no patient or user harm reported.